Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber started to end fire at 112,760 joules. A second fiber was used to complete the procedure without any clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber started to end fire at 112,760 joules. A second fiber was used to complete the procedure without any clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination under magnification found a proximal circumferential fracture under the metal cap. The fiber proximal to fracture can rotate independently of metal cap. The glass cap exhibits significant devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits significant detritus adhesion on surface, indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any breaks along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on analysis results, the as reported forward firing was unable to be confirmed there was no distal circumferential found but proximal. In addition, the hene test did not identify any breaks along the length of the fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted proximal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.